Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the controls on their device were unresponsive and the screen did not power on with the rest of the device. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.